Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that while troubleshooting alarm recurred. Customer reported that they were able to clear the alarm, however not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. Customer was advised to put the insulin pump in drawer without battery till it dies because it was beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No a39 error found in history file.